Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that post-implant the patient was weaned from cardiopulmonary bypass with levophed, milrinone, dobutamine, epinephrine, and pitressin drips, as well as nitric oxide as the lvad was being initiated. After protamine adminstration and decannulation, hemostasis was suboptimal due to severe coagulopathy. The patient was transfused with a large amount of blood products including packed blood cells, fresh frozen plasma, platelets and cryoprecipitate. The patient also developed severe vasodilatory shock. While the patient was being volume resuscitated, he developed hypo-oxygenation and pulmonary edema. The hospital team decided to place him on veno-atrial extracorporeal membrane oxygenation. In order to avoid low flow through the lvad, the hospital team selected cannulation of the right atrium for the inflow and graft anastomosis to the right superior pulmonary vein as the outflow. A patient complication of right heart failure was reported. Bleeding occurred in multiple locations: mediastinal, pump pocket, chest wall, outflow or inflow conduit. The patient required six transfusions in a 24-hour period post-implant. The family requested all life support be withdrawn. The patient reportedly expired from multisystem organ failure. The hospital team reported that the event was possibly related to the pump. No other information was made available

Manufacturer narrative:
"Approximate age of device" is 1 day. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.